Manufacturer narrative:
The manufacturer did not receive the device for investigation, but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the instrument, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was hospitalized to be implanted with an avenir mueller stem 3 lateral. The femoral preparation was performed with the rasp until size 3. It was reported that this size was fitting perfectly during the trials. Then it was reported that during the final impaction of the avenir mueller stem 3 lateral, it sank to 1 cm compared to the reference level. This stem was removed and another stem was implanted; it was cemented to obtain the right level position. It was reported that the surgery was completed with a 20 minute delay.